Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged occlusion alarm issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, an occlusion alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was in the 200s (mg/dl).